Event description:
The manufacturer received information alleging the everflo oxygen concentrator device caused chronic obstructive pulmonary disease (copd). In addition, the filter was extremely dirty and had mold contamination. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging the everflo oxygen concentrator device caused chronic obstructive pulmonary disease (copd). In addition, the filter was extremely dirty and had mold contamination. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. Good faith effort was unable to be done. There is no customer information available. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.